Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated the pump battery dropped from 40% down to 5%. The battery then increased to 100% after only 5 minutes of charging. Once removed from the power source the battery dropped again from 100% down to 45% within one hour. There was no reported impact to the customer's blood glucose level. It was indicated the customer had manual injections as alternate insulin therapy.